Event description:
Customer reported: after about one hour of replacement of tube, air leakage occurred. Customer confirmed no further harm to pt but confirmed that decannulation and recannulation of a replacement tube was required. The customer reported that a total of five tubes failed in the same manner during use on the same pt. Please cross reference associated MFR numbers: 2936999-2013-00814, 00815, 00816, 00817.

Manufacturer narrative:
Pending receipt of sample for analysis. Customer confirmed that the sample being returned is a unused sample from the reserved lot number. If sample is received a summary of the investigation will be provided in a supplemental report. (B)(4).